Manufacturer narrative:
Pump was received with blank display due to broken connector on interface board. No fsd noted. Unit had cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 250 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.